Manufacturer narrative:
The customer was sent a replacement.

Event description:
A customer contacted beckman coulter inc (bci) stating that a bottle of wash solution leaked. The customer did not report any product issue. No injury was reported.